Event description:
Allegedly, patient was revised due to infection. Revision njr number: 4510837; side:r. Primary asa: p1 - fit and healthy. Additional information received on 10/21/2020 from (B)(6). He sent an email to complaints containing specific lot numbers for an event. See correspondence log. Components not revised: pro-femur tl stem size 9 / product ID: prtl0029 / lot number: 068575785; pro-femur® neck 15dg var/val long / product ID: pha01262 / lot number: u0983036; mhra reference no: (B)(4).